Event description:
It was reported that during a routine site change the ilet user pulled the infusion set patch out of the applicator while attempting to retract the center to click, resulting in an incorrect procedure during the deployment of the inset infusion set from lot # 6011164. Support assisted the user to replace the site, reconnect, and fill tubing. Education on best practices for infusion set insertion was provided and the user acknowledged understanding. There were no reported clinical signs, symptoms, or conditions. Outcomes included no adverse health consequences or impact, and blood glucose was reported at 174 mg/dl with no alerts or alarms. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified consistent with an improper or incorrect procedure or method related to deploying the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user failure to follow instructions and an unintended use error that contributed to the event.